Event description:
It was reported that the balloon would not deflate. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis. Review and analysis of the available information fails to indicate a definitive cause of the reported event.

Event description:
It was reported that the balloon would not deflate. There were no clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available.